Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant product: smart touch bidirectional, model #: d-1327-02-s, lot #: 17231178m. (B)(4). Event description continuation: the ineffective ablation issue described in the event as they were ablating however the signals were not getting smaller, was assessed as not reportable. It is normal practice to ablate several times in the same location before obtaining therapeutic results. The issue might be related to procedural factors (e.g. Contact with tissue, nature of pathway etc.). There might also be a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended. However, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. It will potentially cause procedure delay/cancellation. In this procedure, the catheter was changed and the procedure continued. There was no patient consequence. The carto 3 system complaint is being assessed as reportable as the visitags had disappeared and the visitags acquired prior to rebooting could not be recovered.

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a carto 3 system and a smart touch bidirectional catheter. An error #2601 appeared on the carto 3 system after the smart touch bidirectional catheter was inserted. The physician stated the tip was damaged upon insertion into the sheath, but they continued to use the catheter. The physician did not specify why he thought he damaged the catheter. It was clarified that there was no physical damage to the catheter. The issue was that they were delivering power and visitags were being acquired but the signals were not getting smaller, and would not hold to zero. Therefore, they were not sure if they were ablating. Also accuresp was not able to be utilized. They changed the catheter. They also changed what they believed as the 8.5 lamp swatrz sheath to a preface sheath. There was no issue with removing the catheter. They rebooted the carto 3 workstation and the patient interface unit (piu). They could then utilize respiratory gating. After 2 ablations all previous visitags disappeared. The visitags acquired prior to reboot could not be recovered. This issue was a result of the new catheter using respiratory data that was unavailable with the original damaged catheter. They continued the procedure without troubleshooting further. The procedure was completed successfully without patient consequence.

Manufacturer narrative:
Evaluation codes: (B)(4). It was reported that a patient underwent an atrial flutter (afl) procedure with the carto 3 system and a smart touch bidirectional catheter. An error #2601 appeared on the carto 3 system after the smart touch bidirectional catheter was inserted. The physician stated the tip was damaged upon insertion into the sheath, but they continued to use the catheter. It was clarified that there was no physical damage to the catheter. The issue was that they were delivering power and visitags were being acquired but the signals were not getting smaller, and would not hold to zero. Also accuresp was not able to be utilized, but ablation continued, visitags were being acquired. They noticed that there was no ECG attenuation during ablation. They replaced the catheter and rebooted the system. They could then utilize respiratory gating. After 2 ablations all previous visitags disappeared. The procedure was completed successfully without patient consequence. The biosense webster field service engineer reported that the damaged catheter caused the error issue. After the smart touch bidirectional catheter was replaced and they performed the system reboot, the error 2601 went away and the issue was resolved. The biosense (B)(4) field representative was advised to reload the c3 application and go back into the study from the review mode to see if the visitag¿s could be recovered. The visitag¿s acquired prior to reboot could not be recovered. This issue is a result of the new catheter using respiratory data that was unavailable with the original, damaged catheter. After the catheter replacement, the biosense (B)(4) field representative began to use accuresp. The respiratory filter was checked. The device manufacturer¿s response was that when checking the ¿respiratory adjustment¿ option in the visitag preferences, all previous visitags that were created with no successful respiratory training will disappear. Therefore, the biosense (B)(4) field representative could not recover the visitags which were being acquired before. This is a normal system function.. The device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.